Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the distal left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated thrice at 4atm, 5atm and 6atm accordingly within 20 seconds each. However, at third inflation, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported and patient was good post procedure.